Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 18g 1-1/2in tw had foreign matter. Complaint from xxxxx. The customer complained that foreign white particles were found on the needle shaft.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a lump of gel-like transparent substance on the inner wall of the needle shield. Fourier transform infrared spectroscopy (ftir) analysis was performed and the results indicated that the spectrum matched reasonably with polydimethylsiloxane. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Based on the ftir results, the foreign matter spectrum matches reasonably with silicone. Silicone gel is used as lubrication for the cannula in the assembly process. It is possible that during needle shield removal, the gel lump that was formed on the cannula touched the inner wall and stuck there. The clump on the cannula could be due to the uv oven intensity being too low, causing the lubricant to be improperly cured. Preventive maintenance of the uv unit did not have a scheduled plan to replace the magnetron inside the unit that controls the intensity. This has now been added as a yearly preventative maintenance task.